Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient brought back for surgery for infection left total knee and poly exchange.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Revision surgery took place due to infection whereby the reported device was explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient brought back for surgery for infection left total knee and poly exchange.